Manufacturer narrative:
The baxter technician found the nurse call cable needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jul 15, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the nurse call cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 20-jan-2026, a customer contacted technical service to report that centrella frame (product code p7900a000009, serial number (B)(6)), had bed exit alarm not alarming at the nurse's station. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.